Event description:
It was reported that during a digestive procedure, there was an issue with the device; a portion of the tissue pad was removed. The customer couldn't say if it was lost in the pt or not. Another like device was used to finish the procedure. No pt consequences were reported. Additional info requested but customer did not have info.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
During IV infusion, the nurse noticed the IV was leaking. Upon inspection, it was noted the micro filter appeared to be leaking from a pin holed on the plastic filter casing. This was noted to occur while the fluid was being pumped. The IV was discontinued, there was no harm to the patient. The facility does plan to contact the manufacturer.